Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device:unknown location/unilateral occlusion (right)/left essure device does not appear to be located within the fallopian tube') in a 30-year-old female patient who had essure (batch no. D23519, 023519-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included procedural pain. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month 3 days after insertion of essure. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: two lot numbers were received: d23519 (as per pfs), 023519(as per mr). The number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: unilateral occlusion (right tube occluded), migration of essure device. (Per pfs) impression: no interval changes. The left fallopian tube fills with contrast and demonstrated free peritoneal spillage. The left essure device does not appear to be located within the fallopian tube(per mr).. Pregnancy test urine - on (B)(6) 2016: negative. Lot 023519 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device:unknown location/unilateral occlusion (right)/left essure device does not appear to be located within the fallopian tube') in a (B)(6) female patient who had essure (batch no. D23519, 023519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included procedural pain. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month 3 days after insertion of essure. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: two lot numbers were received: d23519 (as per pfs), 023519 (as per mr) the number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: unilateral occlusion (right tube occluded), migration of essure device. (Per pfs) impression: no interval changes. The left fallopian tube fills with contrast and demonstrated free peritoneal spillage. The left essure device does not appear to be located within the fallopian tube(per mr). Pregnancy test urine - on (B)(6) 2016: negative. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs and mr received. New events: ¿abnormal bleeding (vaginal, menorrhagia),psychological or psychiatric problems condition: depression, mental anguish, device migration,¿lab data and concomitant drugs, medical history, lab data, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.